Manufacturer narrative:
The left knee had been already revised on (B)(6) 2014 (MDR 2014-00197): the 14mm poly was revised with a 20mm poly. Batch reviews performed on 05 august 2016: lot 102827: (B)(4) items manufactured and released on 22 october 2010; expiration date: 2015-09-30. No anomalies found related to the issue. To date (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-primary tibial insert ps fixed size 3/20mm, code 02.07.0320psf, lot. 132861 (k090988) (B)(4) items manufactured and released on 25 september 2013; expiration date: 2018-08-31. No anomalies found related to the issue. To date (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability. The right knee had a 14mm poly that was revised with a 20mm. The left knee had a 20mm poly which was revised with another 20mm poly. The surgery was completed successfully. X-rays and explants are not available.